Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of spec with respect to the door not fully latched messages, which were experienced during eval. The messages were found to be caused by a failed upper link switch. The upper auxiliary assembly was replaced.

Event description:
During the eval of a returned spectrum infusion pump, it displayed door not fully latched alarm. There was no pt involvement.